Event description:
All water bottles and tubing were changed on oxygen concentrators. At 10 pm as per faciltiy policy for weekly oxygen suppey changes. R.n. Had trouble with oxygenation of a resident which she traced back to loose caps and the tubing connection on the bottles. A second resident died that night and when oxygen equipment was checked the same problems existed. Water bottle may be implicated in time of death because it interfered with adequate o2 administration. Became a coroner's case.